Event description:
Hyperglycemia [hyperglycaemia]. Novofine 6mm are small [needle issue]. Medication was not being applied [device failure]. Burning at site of application [injection site pain]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia" beginning on (B)(6) 2018, "novofine 6mm are small" with an unspecified onset date, "medication was not being applied" with an unspecified onset date, "burning at site of application" beginning on (B)(6) 2018, and concerned a (B)(6) years old male patient who was treated with novofine 32g 6 mm (needle) from unknown start date and ongoing due to "type 2 diabetes mellitus", novolin r (insulin human) from unknown start date and ongoing due to "type 2 diabetes mellitus" (dose and frequency 10 iu, tid). Patient's height: 175 cm. Patient's weight: (B)(6). Patient's bmi: 27.755. Medical history included type 2 diabetes mellitus (duration: unknown) and cholesterol abnormal. Concomitant products included - metformina (metformin) and sinvastatina(simvastatin). Treatment included insulin (unspecified brand) and saline (sodium chloride). It was reported that, the patient applied novolin r using novofine needle for about 1 and half month. Patient's usual blood glucose levels were reported to be 180 mg/dl. On (B)(6) 2018, the patient experienced hyperglycemia with blood glucose values 600 mg/dl. The patient also experienced nausea, dizziness and acetone smell in the mouth. Following this, the patient applied some additional iu of novolin r. However, the high blood glucose persisted, so emergency number was called and the doctor administrated regular insulin (did not know the commercial name) and saline. The patient complained that the novofine 6mm were small and for this reason the medication was not being applied causing hyperglycaemia in the patient. Additionally, the patient also had burning at the administration moment which stops 5 or 6 minutes after administration. Action taken to novofine 32g 6 mm was not reported. Action taken to novolin r was not reported. The outcome for the event "hyperglycemia" was recovering/resolving. The outcome for the event "novofine 6mm are small" was not reported. The outcome for the event "medication was not being applied" was not reported. The outcome for the event "burning at site of application" was unknown. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin r.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] novofine 6mm are small [needle issue] burning at site of application [injection site pain] case description: this serious spontaneous case from brazil was reported by a consumer as "hyperglycemia" beginning on 03-may-2018, "novofine 6mm are small" with an unspecified onset date, "burning at site of application" beginning on 03-may-2018, and concerned a 42-year-male patient who was treated with novofine 32g 6 mm (needle) from unknown start date and ongoing due to "type 2 diabetes mellitus", novolin r (insulin human) from unknown start date and ongoing due to "type 2 diabetes mellitus" (dose and frequency 10 iu, tid). Patient's bmi (body mass index): 27.755 the outcome for the event "hyperglycemia" was recovering/resolving. The outcome for the event "novofine 6mm are small" was not reported. The outcome for the event "burning at site of application" was unknown. Investigation results: name: novofine® 32g x etw 6 mm batch number: 16j16s 5 unused needles were returned for investigation.microscopic examination performed. The needles tested for flow. Needles tested for silicone on patient needle and the needle points on patient needles examined visually for defects.the results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. Name: novolin, batch : unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the below information -the event "device failure" was deleted. -usage of device updated. -investigation results updated. -manufacturer comment updated. -narrative updated. Manufacturer's comment/company comment: 17-jul-2018: since no faults were found on the returned unused devices of novofine 32 g 6 mm needles as well as the reference/retain sample of the batch in question and only very limited information regarding the patients handling of the suspected device is reported in the case,it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case 599690. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin r. H3 continued: evaluation summary name: novofine® 32g x etw 6 mm batch number: 16j16s 5 unused needles were returned for investigation.microscopic examination performed. The needles tested for flow. Needles tested for silicone on patient needle and the needle points on patient needles examined visually for defects.the results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. During test it has not been possible to detect any irregularities related to the complaint on the unused needles.